Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date in 2011, the patient experienced peritonitis. The cause of the peritonitis was the patient giving herself heparin. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. On an unspecified date in 2011, the patient recovered. Dianeal therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b21041 and h10k05047 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis incident.